Event description:
It was reported that there was a hole on the sheath. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used. It was then noted, while outside the patient, that there was a tiny hole on the sheath of the imaging catheter and the saline was leaking from it. It was also noted that the intravascular ultrasound (ivus) image was not clear. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation in good condition. Device analysis revealed no issues and damages on the telescope nor the sheath assembly. No leaks were observed when the catheter was flushed during testing. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that there was a hole on the sheath. During a percutaneous coronary intervention (pci), an opticross imaging catheter was used. It was then noted, while outside the patient, that there was a tiny hole on the sheath of the imaging catheter and the saline was leaking from it. It was also noted that the intravascular ultrasound (ivus) image was not clear. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).